Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device jammed and was unable to dispense clips. There were issues experienced with the loading or firing of the clips. They used another device in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged in the end of firing safety interlock and the red indicator was visible in the window. The clip follower was protruding between the jaws. Functional evaluation could not be performed as the instrument was engaged in the end of firing safety interlock. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when an attempt is made to fire through the interlock mechanism after all the clips have been fired damaging the interlock and forcing the follower through the jaws. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.